Event description:
Information received from the field does not address the patient's clinical status but notes that one day post- implant, follow-up revealed high ventricular lead impedance with a loss of capture and sensing. The patient was taken back to surgery for an invasive analysis. The ventricular lead was disconnected, tested normal and reconnected several times. After reconnection, there still was high impedance and a loss of capture and sensing.~~~~~